Manufacturer narrative:
Olympus service operation repair center checked the subject device and found that the video connector of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned to omsc, the exact cause was unknown. Based upon the information from sorc, omsc surmised that the reported phenomenon occurred due to the breakage of the circuit board inside the video connector.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the endoscopic image of the subject device was not displayed. This device is an olympus asset. Other detailed information was not provided. There was no report of patient injury associated with the event.